Event description:
The neurosurgeon reported the oxygen probe exhibited low readings of a maximum of 2.2mmhg. A CT scan was conducted and no hematoma was visualized. The probe was repositioned with no improvement in the oxygen reading. The neurosurgeon indicated the possibilty of the low reading to the im3.st which was used to implant the probes together with a rehau-drucksonde. The probes were not implanted in an infarction area.